Event description:
It was reported that the device had a programming error. Clinician programmed and infused 75mg morphine bolus after overriding the soft limit. There was no hard guardrail limit. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a programming error. Clinician programmed and infused 75mg morphine bolus after overriding the soft limit. There was no hard guardrail limit. There was patient involvement but impact was unknown.